Event description:
It was further reported that the patient presented after an abnormal treadmill stress test and stable angina. Successfully atherectomy was performed in the 80% stenosed, 10mm second diagonal. The lesion as predilated with a 2.50x12mm maverick2 balloon at 8atms for 10 seconds and a 2.5x12mm ion stent was deployed at 11atms for 18 seconds. Post dilation was performed with a 2.75x8mm nc quantum apex balloon at 16atm for 8 seconds, dilating the stent to 2.75mm. Successfully atherectomy was then performed in the 90% stenosed, 8mm proximal left anterior descending artery (lad). Predilation was performed with a 3.00x12mm maverick2 balloon at 6atms for 18 seconds, followed by predilation with a 3.0x8mm non bsc balloon at 12atms for 8 seconds. A 3.5x12mm ion stent was then deployed in the lesion at 11atms for 9 seconds and was post dilated with a 3.50x8mm nc quantum apex balloon at 18atms for 4 seconds. The 70% stenosed, 12mm proximal right coronary artery (rca) was predilated with a 4.00x12mm maverick2 balloon at 14atms for 7 seconds, followed by deployment of the 4.00x20mm ion stent at 14atms for 7 seconds. Post dilation was performed with a 5.00x12mm nc quantum apex balloon, inflated twice at 22atms for 5 seconds followed by inflation of a 5.50x15mm maverick xl balloon at 12atms for 5 seconds, dilating the stent to 5.25mm. Longitudinal compression was noted on the proximal segment of the stent, which was successfully treated by overlapping with a 5.0x20mm veriflex stent which was deployed to 5.5mm at 22atms for 11 seconds. Intravascular ultrasound was performed, verifying stent apposition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the proximal right coronary artery (rca). A 4.00x20mm ion stent delivery system (sds) was advanced to the lesion and the stent was successfully deployed at 14atms. The sds was removed and a 5.0x12mm quantum rx balloon was advanced to the lesion for post dilation. When the balloon catheter was removed from the patient it was noted that the non-bsc guide catheter was pulled into the rca and hit the proximal edge of the stent, causing the stent to compress. The quantum rx balloon was re-inflated in the lesion and a 5.0x20mm liberte bare stent was deployed within and proximal to the compressed stent. Intravascular ultrasound was performed and the procedure was successfully completed with no patient complications reported.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).